Manufacturer narrative:
Zoll has not yet received the autopulse lithium ion battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check it was reported that a fully charged autopulse lithium ion battery (B)(4) did not power on the autopulse platform. After the subject battery was removed and replaced with the spare autopulse battery, the platform powered on successfully. The reporter indicated a three-battery rotation every 24 hours is performed; clarifying that the battery in autopulse, the spare battery in the autopulse carrier, and the battery in the charger are deliberately rotated every morning. There is no patient involvement that was reported.

Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll for evaluation. Visual inspection was performed and no physical damages were observed. Review of the archive found no errors recorded on the date of event ((B)(6) 2016). The archive, however, revealed multiple battery in and out insertions with "no arc change" noted on the same day and several charging cancellations between (B)(6) 2016. Further review also showed that the battery was last changed successfully on july 4, 2016 without errors and inserted into the autopulse the same day. During functional testing, the battery was inserted into a good known reference multi chemistry charger. The battery failed to charge and displayed three amber led lights. The battery also failed to power on a good known reference autopulse platform. The primary complaint was confirmed during functional testing. The archive review does not explain the cause of the problem therefore, the root cause of the problem could not be determined.